Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g5 ¿ 510k: this report is for an unk - screwdrivers/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a synthes employee. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed the unk - screwdrivers was broken at the tip, fragment tip was observed stuck in the hexagonal recess hole of the mating device (cap). The shaft of the screwdriver was not received. No other issues were identified. A dimensional inspection for the unk - screwdrivers was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the unk - screwdrivers would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following source controlled drawings reflecting the current and manufactured revisions were reviewed: due to the product code information is unknown, the current and manufactured drawing revisions could not be reviewed. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that patient underwent revision surgery on (B)(6) 2023, due to pain caused by migration of the proximal femoral nail antirotation (pfna) blade. During the procedure, the pfna end cap could not be removed. After removing the pfna blade, the surgeon attempted to remove the end cap, but it would not move. The surgeon made the decision that the surgery was completed, as at least the blade had been removed. Procedure was completed with less then thirty minutes delay. Also unk screwdriver was found broken and stuck in the head of the cap during the visual examination. Patient was stable. This report is for unk - screwdrivers. This is report 3 of 3 for (B)(4) and captures the intraoperative event. (B)(4) captures the postoperative pain and need for revision.